Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several cuts in the insulation. It is reasonable to assume that these damages resulted from the extraction procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported that this ra lead was explanted due to a product performance issue.